Manufacturer narrative:
The reason for this revision was a subscapula tear after 4 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 53997604. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints are attributed to patient trauma and the remaining complaints consist of (B)(4) for infection and one for instability. The event is deemed to be non-product related and the root cause is the result of patient trauma resulting from a fall. The fall created a subscapula tear which was relieved by this revision. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a fall resulting in a subscap tear.